Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined. It was reported that a pediatric patient was using an adult receiver. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 platinum continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 18 years and older with diabetes.

Manufacturer narrative:
(B)(4)

Event description:
No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.